Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/28/2018. The customer has replaced the flow sensor assy and blower to resolve this issue.

Event description:
The customer reported dark fluid in the accordion boot attached to the blower. There was no patient or user harm reported. The event date was not specified; estimate used.